Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: back and should problems causing a stressful situation for patient.

Event description:
Patient reported they "have been having problems with my shoulder and my back" which has been a "stressful situation". Healthcare professional later confirmed that there was a rupture. The device has been explanted. Affected side is right.